Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for an unknown quantity of unknown 3.5mm locking screws. Part and lot numbers were not available for reporting. Other number-UDI: part number unknown. UDI is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 the patient underwent hardware removal due to pain. The date of pain onset is unknown. The following hardware was removed: one 3.5mm lcp proximal tibia plate; one unknown 4.0mm cannulated anterior posterior screw; and an unknown quantity of unknown 3.7mm cannulated locking screws, 3.5mm locking screws, and 3.5mm cortex screws. The initial date of implant is unknown. The procedure was successfully completed with no reported surgical delay or patient harm. This report is for an unknown quantity of unknown 3.5mm locking screws. This is report 5 of 5 for (B)(4).